Event description:
Customer reported an issue with the touchscreen responsiveness of their pump, as the screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer followed technical support's instructions to reset the pump, which successfully resolved the issue, allowing normal interaction with the screen.